Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/19/2016 that on (B)(6) 2016, that the patient experienced a skin reaction where the sensor adhesive contacts the body. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as redness, rash, itchy. Affected area was treated with triamcinolone prescribed on (B)(6) 2016. At the time of contact patient is in good health; no rash currently present. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.